Event description:
Information was received from the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that after a needle electromyography, the patient reported sudden loss of efficacy and loss of tingling sensation typical of peripheral nerve stimulation (pns) implant in the region where the patient has pain. After a reprogramming session, some of the impedance were out of range and was not possible to reprogram with efficacy the implant. The reprogramming session tried to preprogram the pns implant in order for the patient to feel the tingling sensation in his arm; all the attempts were unsuccessful due to impedance problem. After the unsuccessful reprogramming session only the ins was explanted and a new ins was implanted because with the new ins all the impedances turned good. The patient obtained the same previous pain relief. Issue was resolved. There was no patient injury.

Manufacturer narrative:
G2: italy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.